Event description:
The following incident description was received: pta was completed by using a balloon and the device (streamer) for common iliac stenosis. Afterward a stent was implanted. Inside of the stent was measured by ivus catheter. When the ivus was withdrawn the device, the device (streamer) was stuck and the physician felt some resistance. After the withdrawal, the device's surface was crumpled/come off. Although there were no remains in the pt body by fluoroscopy check, the device might be caught in the stent's strut and the physician requested us to analyze the damage of the device. The stent has been implanted to the pt.

Manufacturer narrative:
It is likely that the proximal end of the polymer jacket became entrapped in the stent strut as the physician attempted to withdraw the wire. As the physician attempted to free the device by pulling it to retract further, the polymer jacket began to peel distally ultimately resulting in a portion of the jacket becoming detached. The cause of this failure is related to operational context. There is no evidence of a failure in design or mfg controls.